Event description:
It was reported telemetry is intermittent. The connector for the telemetry head is damaged. If the yellow part of the connector is pressed down, the telemetry is fine. When the pressure is released, there is no telemetry. The telemetry heads were changed out with the same results. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer had intermittent telemetry due to the radiofrequency head connector having cracked solder joints, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf head; product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.